Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device. On (B)(6) 2017, it was reported that the patient received a heart transplant, and that the lvad clinicians suspected device thrombosis prior to transplant. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled and appeared to have been exposed to a fixative agent prior to being returned. The inflow conduit flex section was cut and the distal section was not returned. The inlet elbow was also not returned. Upon disassembly of the returned pump, examination of the inlet stator bearing cup and rotor bearing ball revealed a dark red/white, tissue-like deposition. The tissue-like had a ring like structure with laminated layering and areas that were denatured, indicating that it likely developed at this location over an undetermined period of time while the pump was in operation. The deposition appeared to be in the early stages of development as there was minimal layering. Examination of the rotor also revealed a dark red, tissue-like deposition that was denatured, indicating that it was present while the pump was in operation. However, the deposition did not appear to have developed at this location. Although the origin of the deposition and the duration of its presence in the pump could not be conclusively determined, the deposition was of moderate size and would have impeded flow. Examination of the outlet stator revealed a soft white deposition. There was no evidence of laminated laying or denaturation, and there were no contact marks on the outlet section of the rotor to indicate that it was present while the pump was in operation. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.